Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have damaged conductor wire insulation at the distal end. The wires are exposed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage and no missing material. The complaint was confirmed by failure analysis. Additional finding not related to customer reported complaint: the instrument was found to have a scratched yaw pulley. One side of the yaw pulley had several scratches.

Event description:
It was reported that the fenestrated bipolar forceps instrument was noted with a cut damage on the wire. No further information was provided. The procedure was completed with no injury to the patient.